Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman flx laa closure device and delivery system (wds) were used. When advancing the wds in the was, it advanced quicker than normal once going past the 21 marker band before snapping back left to right. The was did not appear to advance forward. The closure device was deployed, but needed to be fully recaptured in order to redeploy and position the device better. When performing the tug test on the closure device on the second deployment, it moved from the deployed position (slightly distal to the circumflex) to a more proximal position (slightly proximal to the circumflex) allowing the device to fully open. Another tug test was performed to visually see the device stretch and recoil back to the resting position. The release criteria were met and the closure device was released and implanted. There was fluid noted in the transverse sinus space during compression measurements. Pre measurements did not show any fluid in that same space. At the end of the case protamine was given. After the case when the patient was in the recovery it was noted she started experiencing some chest pain. The physician ordered a transthoracic echocardiogram (tte) to be performed. It was noted there was a 1.8mm-2.0mm effusion at the apex of the heart. The physician decided to tap the fluid. The patient was brought back into the catheterization lab within the hour and 275cc's of fluid was removed. The patient's blood pressure and heart rate were normal from the time the procedure ended all the way through the pericardiocentesis. As soon as the fluid was removed the patient felt much better. A drain was left in for overnight observation and the patient fully recovered.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman flx laa closure device and delivery system (wds) were used. When advancing the wds in the was, it advanced quicker than normal once going past the 21 marker band before snapping back left to right. The was did not appear to advance forward. The closure device was deployed, but needed to be fully recaptured in order to redeploy and position the device better. When performing the tug test on the closure device on the second deployment, it moved from the deployed position (slightly distal to the circumflex) to a more proximal position (slightly proximal to the circumflex) allowing the device to fully open. Another tug test was performed to visually see the device stretch and recoil back to the resting position. The release criteria were met and the closure device was released and implanted. There was fluid noted in the transverse sinus space during compression measurements. Pre measurements did not show any fluid in that same space. At the end of the case protamine was given. After the case when the patient was in the recovery it was noted she started experiencing some chest pain. The physician ordered a transthoracic echocardiogram (tte) to be performed. It was noted there was a 1.8mm-2.0mm effusion at the apex of the heart. The physician decided to tap the fluid. The patient was brought back into the catheterization lab within the hour and 275cc's of fluid was removed. The patient's blood pressure and heart rate were normal from the time the procedure ended all the way through the pericardiocentesis. As soon as the fluid was removed the patient felt much better. A drain was left in for overnight observation and the patient fully recovered. The patient's hospital stay was extended a couple of extra days due to heart failure.